Manufacturer narrative:
The site was able to calibrate the system which resolved the issue.

Event description:
A medtronic representative reported that the site took a scan and observed a ring artifact in the scan. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Additional information: a medtronic representative reported that rad/gain calibrations were performed on the imaging system when troubleshooting, however artifacts remained in the image acquisitions. Aware date of initial MDR filing should be 2 may 2017.